Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 92 mg/dl at the time of the incident. The customer reported that they had received an unexpected restart alarm during normal use. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed unexpected restart error alarm after battery change due to a faulty component on the interface board. Pump passed displacement test.